Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device revealed blood and contrast present in the shaft. Microscopic inspection of the balloon identified a pinhole located approximately 5mm from the proximal edge of the distal markerband. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. The 15mm x 2.5mm quantum maverick balloon catheter was advanced to the lesion and during an unknown inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. The 15mm x 2.5mm quantum maverick balloon catheter was advanced to the lesion and during an unknown inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4)